Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the trocar noted the top and the envelope seal were disengaged from the trocar. Minimum adhesive was observed on the matting components. Based on the evaluation it was determined that an insufficient amount of adhesive was applied to the device during the manufacturing process causing the reported condition. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the port was inserted into wound opening, and held firmly then twisted to allow skirt to open. It was then opened and held in place. Introducer removed from port but top portion of port came away from the main body, not able to be used as no seal present and was losing gas pressure, had to replace port. No adverse effect to patient.